Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. Alert 41 low internal flow. During the evaluation, the no flow error in bypass mode was confirmed. However, flow was felt in the circulation pump, the bypass screw was checked, the pv valve was removed and checked. The I/o card was checked, all without the desired success. Circulation pump was replaced. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device without error. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. All available UDI information is being provided. Initial reporter phone: (B)(6). Initial reporter name: (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no flow in bypass mode in an arctic sun device. Per review of wo on 20jun2025, there was no patient involvement. Per follow up information received via mail on 20jun2025, device would be repaired in the hospital by crs.